Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00439. Hospital discarded of device.

Event description:
Patient was undergoing splenic artery sacrifice procedure using penumbra ruby coil system and .027 progreat microcatheter. After accessing the vessel the physician attempted to detach the coil with the penumbra 400 coil detachment handle (dh1). Upon actuating the dh1, the handle became stuck on the pusher wire and could not be removed. The pusher was withdrawn with the handle still attached to it. After removal form the patient, it was discovered that the coil was still attached to the pusher. The procedure continued successfully with a new coil and handle.